Event description:
Nurse entered the patient's room and discovered that the cisplatin infusion was leaking from the equashield device. The device connections were noted to be secure; however, the infusion was leaking from the device itself.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good condition. The device was tested with a generator and was functional. During inspection, no abnormal noises were noted and both hand activation switch buttons worked as intended. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a thyroidectomy procedure, the max hand activation failed halfway through the procedure by making a different sound and not coagulating. Ligaclips were used to complete the procedure. There were no adverse consequences for the patient.